Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-15727, 15728. It was reported the patient was experiencing ineffective stimulation. Surgical intervention was undertaken and one of the leads was found to have partially pulled out of the ipg header. The patient's scs system was explanted.